Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. It was unclear if the rise in threshold measurements was the result of a micro-dislodgement or exit block. During a repositioning attempt, the stylet pushed through the insulation. As a result, the lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.